Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high readings and air bubbles on the reservoir. The customer's blood glucose level was 5.9 mmol/l at the time of the incident. The customer stated that he tried to enter carbs of 54 grams and the pump did not allow him. The customer mentioned air bubbles in the reservoir. The customer stated that the needle was slightly kinked when she removed it. The customer mentioned blood at site. The product was not returned for analysis.